Event description:
The customer called technical support (ts) and reported that the device's touchscreen was not responding correctly. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported failure. Customer provided touchscreen. Replaced per service manual. Screen responded to touch inputs upon replacement. Device returned to service.